Manufacturer narrative:
The field service engineer checked the analyzer and found a defective titanium needle. The issue did not reoccur since the last service visit. The investigation is ongoing. Na.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples, tested with different elecsys assays on a cobas 8000 e 602 module. Of the data provided, four patient samples tested with elecsys anti-hav ii received discrepant results tested on a cobas 8000 e 602 module. All four patient samples initially resulted in a positive elecsys anti-hav ii result and repeated as negative. The questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The damaged titanium needle was replaced. Upon review of the alarm trace, multiple sample quality-related alarms including sample short alarms were observed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.